Manufacturer narrative:
The customer also identified there was a top cover, which was replaced. The device was not in use on a patient. No patient or user harm was reported. The device was being setup when the issue occurred. There was no delay of therapy.

Manufacturer narrative:
The power supply was replaced to resolve the issue.

Manufacturer narrative:
Upon further investigation, the following information was received indicating that the reported issue was found outside of clinical use there was no patient was on the unit. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
Report date: 19jul2021.

Event description:
The customer reported does not show power when plugged in. Has tried multiple cords. The device was not in clinical use. No patient or user harm was reported. The customer reported when powering on unit with ac plugged in, unit says running on internal battery. The customer advised when alternating current (ac) is plugged in no light emitting diode (led)lights are working. They also reported they replaced power cord and still has same issue. The customer identified 24v in the pneumatics screen is .10. The (rse) suspected the power supply. Other information is pending.